Event description:
A medtronic representative reported intermittent behavior with a stealthstation s7 camera, foot pedal, and em tracking. Also, the rep noted the cranial application became unresponsive. This was identified during an em procedure in a cadaver work shop. There was no patient present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction.no parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
When connected to known good system the scu performed as expected without issue. All ports for the break-out-box were normal including the footswitch. No problem found.